Manufacturer narrative:
Manufacturing date: unknown since serial number is was not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that 9 months after implantation of a shunt, model bg102-350, the hoffman elbow part of the tube was exposed. The tube was inserted again and the preserved sclera patch was applied to cover the device. The patient has now recovered from the event. No further information was provided.